Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was not reported. It was reported the patient presented to the hospital (via ambulance), was admitted, and subsequently diagnosed with peritonitis. The patient received unspecified treatment for the event. Approximately three weeks after hospitalization, the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if the peritonitis was resolved prior to death. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information was available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. H4: device manufacture date: 04/22/22 to 4/28/22. H9: correction/removal report number: 1019003-02/01/2023-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.